Event description:
Patient was having coronary artery bypass graft (CABG). After coming off bypass, the doctor removed generator because it was malfunctioning. Placed temporary pacer wires. No harm to the patient.